Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient's foot felt numb with or without stimulation turned on following a fall in her closet. Unable to follow up with the contact information provided hence no additional information was obtained.